Manufacturer narrative:
A distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was ordered for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the adjustable pressure limiting valve was not operating as expected and is unable to manually ventilate during preuse checkout. There was no report of patient involvement.